Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck inside- vagina [foreign body in reproductive tract]. String fell out [device breakage]. Case description: consumer reported via phone call that tampon string fell out. No serious injury was reported.